Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified and severely tortuous left circumflex artery. No pre-dilation was performed. A 2.25x24mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, the edge of the stent came into contact with the unspecified guide catheter and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).